Event description:
It was reported that this this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on the left ventricular (lv) lead. The physician stated it is planned to continue to monitor. No adverse patient effects were reported. At this time, this device system remains in service.